Event description:
Attempts have been made to the physician's office to receive the reason for explant. However, none have been successful to date. Qa's gross examination of the device noted an anomaly in the cylinder 1 bladder.